Event description:
The hospital representative reported an infusion pump with an 812:00 failure code which was observed during pt use. The representative stated that saline was being infused and the pump was immediately exchanged at the time of failure. The hospital representative stated they have no record of any pt incident involving the pump since the last baxter service event. Info was requested but details were not available regarding pt status, tubing product code, infusion rate or set up of the infusion device. Additional contact info was requested but no additional contact was provided.